Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. Possible over delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at corner of the belt clip rail, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 19-jun-2023 in the pump history file. (B)(6) 2023 06:42:58.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 2.5 bolusamountdelivered = 2.5 (B)(6) 2023 11:47:08.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 7.7 bolusamountdelivered = 7.7 (B)(6) 2023 15:17:12.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 11.3 bolusamountdelivered = 11.3 (B)(6) 2023 19:21:28.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 12.8 bolusamountdelivered = 12.8 (B)(6) 2023 23:23:28.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 7.3 bolusamountdelivered = 7.3 there were no unexpected pump errors/alarms noted 1 week prior to the event date 19-jun-2023 in the pump history file. The pump passed the functional testing. Unable to confirm alleged low bgs. Possible over delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5,h6( hecc,heic) with this report.

Event description:
Customer blood glucose ranged from 30-54 mg/dl at the time of event. Customer was not taken to the emergency room as was treated by emergency medical services. It was unknown if auto mode was used. Customer alleges pump is over delivering because they have been having issues with low blood glucose

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 30 mg/dl at the time of the event and reported over delivery also. The customer visited to the emergency room and was treated with the intravenous infusion. Troubleshooting was performed and found that the customer had been using the insulin pump system within 48 hours and the auto mode feature was not active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.